Event description:
Father of homepatient reported home patient felt pain in her shoulder, similar to excess air, while performing automated peritoneal dialysis therapy with the homechoice set. The home patient initiated a manual drain and noted air coming from the pt during the drain. According to home patients father, he forgot to open the clamp on the pt line of the homechoice set during setup for therapy. Consequently, the pt line was not properly primed. Home patient's mother states there was no pt injury or medical intervention as a result of this incident.